Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was taken to the cardiac catheterization laboratory (ccl) for impella support during epicardial ablation. The impella was successfully place and the patient taken to the unit with narrow pulses. Shortly after arriving in the unit the patient was administered albumin for suction and the patient went into ventricular tachycardia. The team called code and return of spontaneous circulation was achieved after thirteen minutes of resuscitation measures. Reportedly the patients pulse pressure remained damp despite epinephrine, levophed, and phenylephrine being administered. Additional information noted patient care was withdrawn by the family, and survival outcome at explant indicated the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.